Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, this report will be updated.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. The device was reported to reach the elective replacement indicator (eri) after 6 years. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was removed and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.